Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s touchscreen cracked after the patient removed the device from its case to charge it and dropped it; the screen was described as almost completely cracked, and the device was no longer watertight and required replacement. Symptoms included no adverse clinical effects, with blood glucose reported at 180 mg/dl and unchanged at the time of the report. Outcomes included a device replacement and instructions to shut down the damaged device, back up therapy if desired, and continue glucose monitoring with the dexcom app or receiver. Investigation included case intake, verification of shipping and return logistics, and guidance to sync data to the mobile app prior to return and inspection of returned device. Investigation of this device revealed mechanical damage to the display component due to accidental drop, resulting in loss of water ingress protection and uncertainty regarding ongoing functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.